Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure, while trying to remove a screw, the tip of the dorsal height adjuster broke off. The tip was retrieved by the surgeon and the case was completed using a different driver. There was no reported patient harm.

Manufacturer narrative:
The returned adjuster was evaluated. Visual inspection revealed a portion of the tip has fractured off in a manner consistent with a torsion failure. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. There was one deviation associated with this lot. Lot number pv115c which accepted 67 of 67 parts from the lot. The report states the out of tolerance dimension would not affect part strength. The parts were found to be acceptable as function was not affected by the dimensional deviation. There are no indications of manufacturing issues which would have contributed to this event. Likely cause: it is possible that the cause for the fractured tip of the dorsal height adjuster was due to inadequate screw hole preparation. It is also possible that the height adjuster had weakened from previous uses and the forces exerted during this case exceeded the mechanical capabilities of the devices which caused it to fracture during this case.

Event description:
It was reported that during the procedure, while trying to remove a screw, the tip of the dorsal height adjuster broke off. The tip was retrieved by the surgeon and the case was completed using a different driver. There was no reported patient harm.

Event description:
It was reported that during the procedure, while trying to remove a screw, the tip of the dorsal height adjuster broke off. The tip was retrieved by the surgeon and the case was completed using a different driver. There was no reported patient harm.